Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The air gas module was replaced, and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was scrapped by the healthcare facility. No ventilator logs were provided. Since the replaced part was not returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).